Event description:
It was reported that the health care professional (hcp) called to discuss the different presenting electrogram (egm) appearances for this cardiac resynchronization therapy defibrillator (crt-d). Morphology changes were present throughout the strips. It was noted that the left ventricular (lv) lead configuration had previously been changed which could be the cause for the change in morphology. It was thought that there was possible fusion beats and not true biventricular capture. It was noted that the lv lead was possibly oversensing p-waves, resulting in pacing inhibition. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.